Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
D10 therapy dates are estimated. Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs extension, model: 6346, UDI: na, serial: (B)(6), batch: 4940262. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number 1627487-2023-03515. It was reported that the patient's extension was explanted and replaced. The patient has high impedances on one lead, however, this was not resolved with the replacement of the extension. The investigation did not determine which lead was revised.